Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# :unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine with concentration (19 mg/ml at 7,5 mg/j) and another unknown drug (2,5 mg/ml at an unknown dose rate) via an implantable pump. It was reported that the 40 ml pump was replaced on (B)(6) 2021. In the operating room, the pump was first filled with 20 ml of a 2 drugs mixture and the concentration of the drugs were not correct in the programming (the concentration of each drug was set instead of the real concentrations). On (B)(6) 2021, the pump was emptied and refilled with 40 ml, but the wrong concentrations were not corrected. On (B)(6) 2021, the pump was reprogrammed with the right concentration, but they kept the same daily dose. On (B)(6) 2021 the patient felt unwell and asked for a medical visit that was planned to occur on (B)(6) 2021, but the patient was hospitalized in the intensive care unit (ICU) in the morning. In the ICU, it was not possible to empty the pump. Therefore, the physician filled the pump with saline solution and was able to empty the pump. This had meant that the pump was previously empty. The pump was set to a minimal rate. It was further reported that several physicians and nurses from several hospitals were involved in the patient follow-up and a human mistake could be the cause of the event. The issue was not resolved as of (B)(6) 2021. The patient's medical history was unknown and would not be made available. The patient's age and weight at the time of the event was unknown and would not be made available. Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2021. It was reported that several physicians and nurses were involved with the patient follow-up and both the model 8840 clinician programmer and new clinician programmers were used, but the nurse did not know what was used or when. The physician and nurse did not understand why the pump reservoir was empty, even if several programming mistakes were done. Regarding further actions taken to resolve the issue, the reservoir was filled with 10 ml saline solution with a daily dose rate of 1 ml at 1 pm on (B)(6) 2021. On (B)(6) 2021 at 2:30 pm, the pump was emptied, and the nurse removed 5.5 ml and 6.9 ml was expected. The physician and nurse planned to repeat the procedure again in the next day (B)(6) 2021 to determine if there is over-infusion due to the pump. The patient was still in the ICU but stable. For now, the pump remained in use. Additional information was received via a company representative on (B)(6) 2021. The patient¿s pump was implanted for pain treatment. It was further noted that the hospital had tried to adjust the error and sent back the patient home. Short after that, the patient was rescued by the home care and immediately brought to the emergency, where she is currently under observation and under oral medication. At the hospital, when they emptied the pump, they found that no drug was present in the reservoir. To test the pump functionality, they refilled the pump with 10ml of sterile saline, programmed the pump at 1ml/day. The day after, instead of retrieving 6.9 ml of residual volume they found 5.4 ml (previously indicated as 5.5 ml), which was theoretically equivalent to 45% error margin (against the +/-14.5ml considered as acceptable discrepancy). It was being considered however that in this case, the test modality (10ml instead of 20 or 40ml, 1ml/day flow rate) and the calculation done, may have led to an overestimation of the difference, as this is not really reflecting the real conditions. Additional information was received from a healthcare provider via a company representative on 2021-sep-28. Regarding the plan for a volume check on (B)(6) 2021, the company representative had relayed to the center that to determined if a pump was over-infusing, the pump should be set in usual settings, and doing a test during only a few days would not be valuable. It was further indicated that the pump was not determined to be over-infusing. For now, no other actions were planned to resolve the issue. There was no plan to explant the device. The patient was still hospitalized. The issue was not resolved, and the patient was still in comital stated.